Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise oversensing, resulting in inappropriate automated mode switch (ams) episodes on the right atrial (ra) lead. The ra lead was subsequently capped and replaced on (B)(6) 2026. The patient remained in stable condition.